Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise that was oversensed by the device and led to false atrial arrhythmia (at/af) episodes. Programming changes were discussed but not made. There were no known patient consequences.

Event description:
New information received notes that the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition.